Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, the atrial lead exhibited low impedance and a sensing anomaly. The device was reprogrammed, and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.